Event description:
It was reported that the patient had experienced a shocking sensation three times in the past three weeks, despite his device being turned off. It was unknown if the sensation was caused by environmental factors, but it was noted that the patient owned an electric wheelchair. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: na; extension model 3708160, serial# (B)(4), implanted: (B)(6) 2009, explanted: na; extension model 3708160, serial# (B)(4), implanted: (B)(6) 2009, explanted: na; programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4).